Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The lesion biopsied was in the right upper lobe (rul) anterior segment. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video or images have been provided for review. This complaint is being reported bases on: during a ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and required hospitalization. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.